Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 6 - response buttons stuck) has been confirmed. Upon investigation, the monitor had corrupted pld programming, causing the response buttons to intermittently stick. The cause for the failure was isolated to the corrupted pld programming. The root cause for the corrupted pld programming could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving wrench code 6 (response buttons stuck).